Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to experienced high blood glucose and insulin pump received motor error and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen went blank, but the screen came back so did not call but then got motor error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No missing segments noted. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify operational currents, perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, displacement test, delivery accuracy test or download to care link due to motor error alarms. Device received with cracked case at the reservoir tube lip and reservoir tube window corner. Device received with minor scratched display window, case and keypad overlay.